Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: images flicker or blur: it is highly likely that dirt adhered to the lamp surface by mistake at the time of lamp replacement by the user, and that abnormal light was emitted and the image was disturbed. Since there were no problems in color reproducibility duplicated during the device evaluation, it is a possibility that there was some specification mistake and an error when the white balance was carried out by the user. It is likely that the user did not notice the description in the instruction manual (or ignored the description) and implemented the desired lamp (non-specified item).

Manufacturer narrative:
The suspect device was returned and evaluated by olympus. The user reported problem was not duplicated the device was verified to operate within specifications when tested. The bulb was observed to be a non-olympus bulb. The instructions for use warn: "never install a lamp that has not been approved by olympus. The use of a non approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire".

Event description:
A user facility reported to olympus that the image produced, when using the clv-190, yellow blemishes in the corners of the image were observed; when the image was darker the image appeared blue. In addition, it was reported that the light continuously flickered and the image was dim. There was no patient injury or harm associated with the problems reported to olympus.